Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the device was plugged in charging and when she went to use it, she heard a "pop", the screen cracked, and the device no longer powered up. The pdm was warm, but she was able to hold it fine. The customer reported the same thing happened with her cellular phone which she may have sent back with the pdm for analysis. The customer was doing daily injections in the meantime, but currently has her new pdm for therapy.